Event description:
It was reported the pt was not receiving effective coverage. In addition, the pt reported right-sided pain near her ribs but was not receiving right-sided coverage. An x-ray was performed which revealed the lead was left of midline, it was undetermined if the lead had migrated. F/u identified the physician repositioned the lead on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.